Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Reportedly, the customer may have inadvertently navigated back to the change cartridge screen instead of closing out the load menu. The customer successfully loaded the same cartridge and resumed insulin delivery. The customers blood glucose level was "great".